Manufacturer narrative:
The following info from section f was completed by the MFR: evaluation summary follow-up #1: quality assurance analysis of the returned device revealed the unit was returned with the distal portion of the guide wire separated from the core. The distal portion was not returned. Quality engineering determined that the likely cause of the core separation was that the guide wire integrity was compromised due to tensile overload while being withdrawn against resistance. The tortuosity and calcification of the lesion may have been a contributing factor to the resistance noted while withdrawing the guide wire. Quality engineering concluded that no corrective action is warranted at this time. As part of our quality process, 100% of all guide wires are inspected during the packaging phase of mfg microscopically for damage, bends and kinks to ensure proper device structure and integrity. This MDR is considered closed by the quality assurance department.

Event description:
It was reported that after stent deployment with another co's stent delivery system, resistance was met upon attempting to remove the system without the guide wire. This necessitated removal of the stent delivery system and the guide wire together. After removal, it was noted that the guide wire had separated. Reportedly, no foreign body was left in the pt and no pt injury was reported with this event.